Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition post procedure.